Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer's blood glucose was 495 mg/dl. Customer was admitted to the ER for diabetic ketoacidosis and was treated intravenously with insulin and admitted into the hospital 3 hours later. Customer's blood glucose was 175 mg/dl at time of admittance. Customer was treated intravenously with insulin and was released from the hospital two days later, in stable condition, with no permanent damage. Customer continued to use the pump for insulin delivery.